Event description:
Customer received discrepant glucose patient results when same samples were repeated on the cobas 311. She provided six patient examples, two were discrepant: patient 1, initial result 71, repeat 51 mg/dl. Patient 2, initial result 103, repeat 79 mg/dl. Glucose reagent lot was 14821600. Initial results were reported. According to customer, the glucose results were within "normal" range and no patients were treated based on the erroneous results. No patients were adversely affected. Customer cancelled the field service representative visit because she resolved the issue when she discovered bubbles in the r2 reagent.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.